Manufacturer narrative:
The electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an exposed pulse wire causing a short to the esd500 diode array and thermal damage to the u204 component on the distribution node pca. The root cause for the electrical short could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.